Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The received data were carefully analysed. The available data confirmed the presence of artefacts in the ff channel and the out-of-range shock impedance as mentioned in the complaint description. In spite of these findings, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - after an implantation period of about 50 month, an increased shock impedance and oversensing of artifacts was reported. No adverse patient side effects have been reported. The patient failed to come to all appointments, so last follow-up was performed on (B)(6) 2014. The lead was not returned to biotronik.